Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator verified the reported issue. The fse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator displayed error codes. There was no report of patient involvement. There is no report of serious injury or death associated with this event.